Event description:
The customer returned his olympus high flow insufflation unit for annual inspection. During the inspection, it was discovered that the unit was producing excessive pressure when inflated. This report is being submitted to capture the pressure-related issue discovered during the device evaluation. There was no patient involvement during this event.hold for wh 12.18

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
D9: nov 20, 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, error e03 channel pressure sensor irregularities and error e04 offset data irregularities were observed in the device error log history, due to a faulty circuit board; however, a definitive root cause could not be determined. There were no complaints reported by the customer for these codes and patient or user harm was reported. Olympus will continue to monitor field performance for this device.